Event description:
It was reported that the minicap began to tighten and then the thread would slip. The caller stated the thread would not grab hold. The caller stated the minicap looked fine and the box the supplies came it looked fine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/02/2014 and 05/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.